Event description:
There was erosion of the pump through scrotum.

Manufacturer narrative:
Based on the information received, qa concludes device function was not associated with this event however, because evaluation of the device would not conclusively confirm or disprove the report of erosion invivo, qa will accept the physician's observations of this as the cause for surgical intervention. The information received provided no indication of contributing factors to this occurrence.